Event description:
It was reported the catheter has a proximal microhole. Procedure in which the problem occurred: passage of the catheter. Identified before use on the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3534 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 3fr s/l per-q-cath catheter. The sample was received with the t-lock assembly attached; however, the stylet had been removed and was not returned. Microscopic inspection of the sample did not reveal any damage or other evidence of device leakage. An attempt to infuse water through the sample using a 12ml syringe with and without the t-lock assembly attached revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter has a proximal microhole. Procedure in which the problem occurred: passage of the catheter. Identified before use on the patient. Additional information: ¿ how was the micro-hole identified? When a flush is performed after passing the catheter ¿ during preparation, was there any leakage? No. ¿ in case of leakage, specify the substance and whether there has been exposure to mucous membranes or skin. (Detail) not applicable.